Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 40 mg/dl at the time of the incident. The customer reported that the pump is over delivering at times. The customer states that during normal basal, they are getting more insulin than needed. The customer was at 78 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but the issue was unresolved. The insulin pump will be returned for analysis.